Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis also described as a ¿stomach infection¿. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. One week prior to the receipt of this report, the patient began intraperitoneal treatment for the peritonitis with vancomycin and gentamicin (doses and frequencies were not reported). Two days later, the treatments with vancomycin and gentamicin were discontinued. On the following day, the patient began treatment for the peritonitis with cefepime, ¿1 gram/2gm¿, intravenously, for three weeks. On the same day, the peritonitis was resolved and the patient was recovered from the event. On an unreported date, physioneal therapies were discontinued and the patient was switched to hemodialysis. No additional information is available.